Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.